Manufacturer narrative:
Original mrn: 3011237704-2025-00043. Submission date:11-jun-2025. One device was received for evaluation. Service history review was not performed. The customer complaint could not be confirmed as a tidal volume test was performed, and the device passed the test.

Event description:
It was reported that the tidal knob was not working. It would not volume and flow at correct amount. The event occurred during set up.